Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open ileostomy takedown procedure, when stapling and removing part of the bowel. The surgeon mentioned it was hard to fire and the staple line looked like it was crossing over other staples. To resolve the issue, resection and re-stapling was done to fix the staple line.